Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) in the popliteal artery with heavy calcification. A hi torque (ht) command guide wire was advanced through a non-abbott re-entry device toward the target lesion. After the lesion was treated the guide wire was withdrawn with resistance and the coating sheared as the wire was withdrawn through the needle of the device. Because the lesion was a cto and because the coating from the wire was not impeding blood flow the physician decided that more damage would be done by attempting to retrieve the sheared coating. Thus no attempt was made to retrieve the sheared coating. The disease was deemed untreatable and no further intervention was performed. The patient will be medically managed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The peeling (separated polymer) was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information indicated that resistance was noted between the guide wire and the re-entry device during withdrawal. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence changed from (B)(6) 2016 to (B)(6) 2016.